Event description:
The customer contact reported, the device did not deliver a dose when the button on the bolus cord was pressed. The device was returned on the bolus cord was pressed. The device was returned to the biomedical engineering department with an unsigned note that stated, "bolus cord won't work." No tracking info was provided; therefore, specific pt info, pump programming, or event details were not available. During testing at the user facility, the device did not deliver a dose when the button on the bolus cord was pressed. There were no reports of any adverse pt events or delays in critical therapy while the device was in clinical use. Though requested, no additional info was provided.

Manufacturer narrative:
Testing and investigation found the device did not deliver a dose when the bolus button was pressed. This was due to a pin in the bolus connection socket on the bottom end cap of the device was missing the inter contacts. This prevented the bolus cord from making electrical connection with the device. The probable cause for the pin missing the inter contact was damaged when removing the bolus cord from the device. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).